Event description:
Boston scientific received information that a local boston scientific field representative (fr) was called to check this patient's system post-cancer treatment. At that time, it was discovered that the right ventricular (rv) pace impedance measurement had increased from around 1000 ohms to around 1500 ohms. The patient had previously seen their cardiologist and reported that the lead wire was loose in the pocket and the patient could feel it moving around. The fr discussed that the suture sleeve might have come loose. Isometrics and pocket manipulations were performed and no noise was able to be elicited and pacing thresholds and sensing were normal. Additional information from the local fr indicated that the patient would be seen at some point in the future to further asses the lead. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.